Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), device dislocation ("malposition of essure device"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included oligomenorrhea and breast abscess. Concurrent conditions included morbid obesity, asthma, sleep apnea, arthritis, acid reflux (oesophageal), stroke syndrome, cerebrovascular disorder, allergic rhinitis, anxiety, postoperative nausea, vomiting, rheumatoid arthritis, tooth loss, urinary tract infection, anemia, atrial fibrillation, colonic polyp, chronic obstructive pulmonary disease, congestive heart failure, coronary artery disease, diabetes mellitus, hiv infection, hyperlipidemia, hypertension, neuromuscular disorder nos, peripheral vascular disease, seizures, tuberculosis, depression, obstructive sleep apnea syndrome, rheumatoid arthritis, cerebrovascular disorder, oligomenorrhea, adnexal mass, depression, chest pain, dyspnea, interstitial lung disease, lung consolidation, pleural effusion, pulmonary embolus, chest pain, transient ischemic attack, polyp of corpus uteri, polymenorrhoea, abdominal pain, cerebrovascular disorder and irregular menstruation. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, 7 months 3 days after insertion of essure, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract problem"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), ovarian germ cell teratoma benign ("cystic teratoma of right ovary"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant) and urinary incontinence ("bladder incontinence"). The patient was treated with meloxicam, salbutamol (albuterol), surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one side removal of ovary), surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one side removal of ovary), surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one side removal of ovary) and surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one side removal of ovary). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, device dislocation, menorrhagia, vaginal haemorrhage, hypersensitivity, urinary tract disorder, headache, tooth disorder, allergy to metals, weight increased, ovarian germ cell teratoma benign, alopecia, back pain and urinary incontinence outcome was unknown and the pelvic pain, female sexual dysfunction, rash, bladder disorder, migraine, dyspareunia, fatigue and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, device breakage, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, ovarian germ cell teratoma benign, pelvic pain, perforation, rash, tooth disorder, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Approximate weight at the time of essure placement 330 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.9 kg/sqm. Surgical pathology final report diagnosis: result: a. Endometrium, curettings: interval phase endometrium with focal features suggesting endometrial polyp. Negative for atypia or malignancy. Preoperative and postoperative diagnosis: menorrhagia in desire for sterilization gross description: a. Labeled endometrial curettings and received is a 1.8 x 1.1 x 0.2 cm aggregate of tissue. Filtered, and all blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, headaches, abnormal vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: plaintiff fact sheet received: bladder incontinence event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), device dislocation ("malposition of essure device"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included oligomenorrhea and breast abscess. Concurrent conditions included morbid obesity, asthma, sleep apnea, arthritis, acid reflux (oesophageal), stroke syndrome, cerebrovascular disorder, allergic rhinitis, anxiety, postoperative nausea, vomiting, rheumatoid arthritis, tooth loss, urinary tract infection, anemia, atrial fibrillation, colonic polyp, chronic obstructive pulmonary disease, congestive heart failure, coronary artery disease, diabetes mellitus, hiv infection, hyperlipidemia, hypertension, neuromuscular disorder nos, peripheral vascular disease, seizures, tuberculosis, depression, obstructive sleep apnea syndrome, rheumatoid arthritis, cerebrovascular disorder, oligomenorrhea, adnexal mass, depression, chest pain, dyspnea, interstitial lung disease, lung consolidation, pleural effusion, pulmonary embolus, chest pain, transient ischemic attack, polyp of corpus uteri, polymenorrhoea, abdominal pain, cerebrovascular disorder and irregular menstruation. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). In august 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2009, the patient experienced fatigue ("fatigue,") and weight increased ("weight gain"). In december 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, 7 months 3 days after insertion of essure, the patient experienced alopecia ("hair loss"). In march 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract problem"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), ovarian germ cell teratoma benign ("cystic teratoma of right ovary"), back pain ("back pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with meloxicam, salbutamol (albuterol), surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one side removal of ovary), surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one side removal of ovary). Essure was removed on (B)(6)2015. At the time of the report, the perforation, device breakage, device dislocation, menorrhagia, vaginal haemorrhage, hypersensitivity, urinary tract disorder, headache, tooth disorder, allergy to metals, weight increased, ovarian germ cell teratoma benign, alopecia and back pain outcome was unknown and the pelvic pain, female sexual dysfunction, rash, bladder disorder, migraine, dyspareunia, fatigue and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, device breakage, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, ovarian germ cell teratoma benign, pelvic pain, perforation, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Approximate weight at the time of essure placement 330 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.9 kg/sqm. Surgical pathology final report diagnosis: result: a. Endometrium, curettings: --interval phase endometrium with focal features suggesting endometrial polyp. --negative for atypia or malignancy preoperative and postoperative diagnosis: menorrhagia in desire for sterilization gross description: a. Labeled endometrial curettings and received is a 1.8 x 1.1 x 0.2 cm aggregate of tissue. Filtered, and all blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, headaches, abnormal vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), device dislocation ("malposition of essure device"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not undergo essure confirmation test". The patient's past medical history included oligomenorrhea and breast abscess. Concurrent conditions included obesity, asthma, sleep apnea, arthritis, acid reflux (oesophageal), stroke syndrome, cerebrovascular disorder, allergic rhinitis, anxiety, postoperative nausea, vomiting, rheumatoid arthritis, tooth loss, urinary tract infection, anemia, atrial fibrillation, colonic polyp, chronic obstructive pulmonary disease, congestive heart failure, coronary artery disease, diabetes mellitus, hiv infection, hyperlipidemia, hypertension, neuromuscular disorder nos, peripheral vascular disease, seizures, tuberculosis, depression, obstructive sleep apnea syndrome, rheumatoid arthritis, cerebrovascular disorder, oligomenorrhea, adnexal mass, depression, chest pain, dyspnea, interstitial lung disease, lung consolidation, pleural effusion, pulmonary embolus, chest pain, transient ischemic attack, polyp of corpus uteri, polymenorrhoea, abdominal pain, cerebrovascular disorder and irregular menstruation. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, 7 months 3 days after insertion of essure, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract problem"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), ovarian germ cell teratoma benign ("cystic teratoma of right ovary"), back pain ("back pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with meloxicam, salbutamol (albuterol), surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one sideremoval of ovary). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, device dislocation, menorrhagia, vaginal haemorrhage, hypersensitivity, urinary tract disorder, headache, tooth disorder, allergy to metals, weight increased, ovarian germ cell teratoma benign, alopecia and back pain outcome was unknown and the pelvic pain, female sexual dysfunction, rash, bladder disorder, migraine, dyspareunia, fatigue and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, device breakage, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, ovarian germ cell teratoma benign, pelvic pain, perforation, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Approximate weight at the time of essure placement 330 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.9 kg/sqm. Surgical pathology final report diagnosis: result: a. Endometrium, curettings: interval phase endometrium with focal features suggesting endometrial polyp. Negative for atypia or malignancy preoperative and postoperative diagnosis: menorrhagia in desire for sterilization. Gross description: a. Labeled endometrial curettings and received is a 1.8 x 1.1 x 0.2 cm aggregate of tissue. Filtered, and all blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, headaches, abnormal vaginal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: new pfs+mr received- new events added: abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: allergic,apareunia (inability to have sexual intercourse), mal position of essure device, rashes or skin conditions type: rashes, bladder or urinary problems or changes, migraines / headache, dental problems, device breakage, nickel allergy, dyspareunia(painful sexual intercourse),fatigue, weight gain, perforation (other),other injury(ies) or complication (s) please describe: cystic teratoma of right ovary, hair loss , back pain, abnormal bleeding, patient do not undergo essure confirmation test were added. Outcome of events abnormal bleeding, pain, migraines, fatigue, rashes, bladder disorder, apareunia, dyspareunia from unknown to recovered/resolved.lot number, new reporter and date of birth were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device breakage ('device breakage'), device dislocation ('malposition of essure device'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not undergo essure confirmation test". The patient's medical history included oligomenorrhea, breast abscess, pelvic pain female and dermoid cyst of ovary. Concurrent conditions included morbid obesity, asthma, sleep apnea, arthritis, acid reflux (oesophageal), stroke syndrome, cerebrovascular disorder, allergic rhinitis, anxiety, postoperative nausea, vomiting, rheumatoid arthritis, tooth loss, urinary tract infection, anemia, atrial fibrillation, colonic polyp, chronic obstructive pulmonary disease, congestive heart failure, coronary artery disease, diabetes mellitus, hiv infection, hyperlipidemia, hypertension, neuromuscular disorder nos, peripheral vascular disease, seizures, tuberculosis, depression, obstructive sleep apnea syndrome, rheumatoid arthritis, cerebrovascular disorder, oligomenorrhea, adnexal mass, depression, chest pain, dyspnea, interstitial lung disease, lung consolidation, pleural effusion, pulmonary embolus, chest pain, transient ischemic attack, polyp of corpus uteri, polymenorrhoea, abdominal pain, cerebrovascular disorder, irregular menstruation and sterilization. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"), 7 months 3 days after insertion of essure. In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract problem"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), urinary incontinence ("bladder incontinence"), asthenia ("no energy"), pain ("hurts all over") and mass ("mass on right side") and was found to have ovarian germ cell teratoma benign ("cystic teratoma of right ovary"). The patient was treated with meloxicam, salbutamol (albuterol) and surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one sideremoval of ovary). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, device dislocation, heavy menstrual bleeding, vaginal haemorrhage, hypersensitivity, urinary tract disorder, headache, tooth disorder, allergy to metals, weight increased, ovarian germ cell teratoma benign, alopecia, back pain, urinary incontinence, asthenia, pain and mass outcome was unknown and the pelvic pain, female sexual dysfunction, rash, bladder disorder, migraine, dyspareunia, fatigue and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, asthenia, back pain, bladder disorder, device breakage, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mass, migraine, ovarian germ cell teratoma benign, pain, pelvic pain, perforation, rash, tooth disorder, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Approximate weight at the time of essure placement 330 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.9 kg/sqm. Pathology test - on (B)(6) 2015: normal uterus/enlarged right ovary/normal tubes and left ovary. *surgical pathology final report diagnosis: result: a. Endometrium, curettings: --interval phase endometrium with focal features suggesting endometrial polyp. --negative for atypia or malignancy preoperative and postoperative diagnosis: menorrhagia in desire for sterilization gross description: a. Labeled endometrial curettings and received is a 1.8 x 1.1 x 0.2 cm aggregate of tissue. Filtered, and all blocked.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, headaches, abnormal vaginal bleeding, menorrhagia. Lot number: 623223 manufacturing date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: fu 13 & 14 process together: mr received: medical history, patient aka name were added. On 28-apr-2021: no new significant information received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device breakage ('device breakage'), device dislocation ('malposition of essure device'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not undergo essure confirmation test". The patient's medical history included oligomenorrhea and breast abscess. Concurrent conditions included morbid obesity, asthma, sleep apnea, arthritis, acid reflux (oesophageal), stroke syndrome, cerebrovascular disorder, allergic rhinitis, anxiety, postoperative nausea, vomiting, rheumatoid arthritis, tooth loss, urinary tract infection, anemia, atrial fibrillation, colonic polyp, chronic obstructive pulmonary disease, congestive heart failure, coronary artery disease, diabetes mellitus, hiv infection, hyperlipidemia, hypertension, neuromuscular disorder nos, peripheral vascular disease, seizures, tuberculosis, depression, obstructive sleep apnea syndrome, rheumatoid arthritis, cerebrovascular disorder, oligomenorrhea, adnexal mass, depression, chest pain, dyspnea, interstitial lung disease, lung consolidation, pleural effusion, pulmonary embolus, chest pain, transient ischemic attack, polyp of corpus uteri, polymenorrhoea, abdominal pain, cerebrovascular disorder, irregular menstruation and sterilization. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"), 7 months 3 days after insertion of essure. In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract problem"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), urinary incontinence ("bladder incontinence"), asthenia ("no energy"), pain ("hurts all over") and mass ("mass on right side") and was found to have ovarian germ cell teratoma benign ("cystic teratoma of right ovary"). The patient was treated with meloxicam, salbutamol (albuterol) and surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one sideremoval of ovary). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, device dislocation, menorrhagia, vaginal haemorrhage, hypersensitivity, urinary tract disorder, headache, tooth disorder, allergy to metals, weight increased, ovarian germ cell teratoma benign, alopecia, back pain, urinary incontinence, asthenia, pain and mass outcome was unknown and the pelvic pain, female sexual dysfunction, rash, bladder disorder, migraine, dyspareunia, fatigue and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, asthenia, back pain, bladder disorder, device breakage, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, mass, menorrhagia, migraine, ovarian germ cell teratoma benign, pain, pelvic pain, perforation, rash, tooth disorder, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Approximate weight at the time of essure placement 330 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.9 kg/sqm. Pathology test - on (B)(6) 2015: normal uterus/enlarged right ovary/normal tubes and left ovary. Surgical pathology final report diagnosis: result: a. Endometrium, curettings: --interval phase endometrium with focal features suggesting endometrial polyp. --negative for atypia or malignancy preoperative and postoperative diagnosis: menorrhagia in desire for sterilization gross description: a. Labeled endometrial curettings and received is a 1.8 x 1.1 x 0.2 cm aggregate of tissue. Filtered, and all blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, headaches, abnormal vaginal bleeding, menorrhagia. Lot number: 623223 manufacturing date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality-safety evaluation of ptc. On 20-mar-2020: social media received, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device breakage ('device breakage'), device dislocation ('malposition of essure device'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included oligomenorrhea and breast abscess. Concurrent conditions included morbid obesity, asthma, sleep apnea, arthritis, acid reflux (oesophageal), stroke syndrome, cerebrovascular disorder, allergic rhinitis, anxiety, postoperative nausea, vomiting, rheumatoid arthritis, tooth loss, urinary tract infection, anemia, atrial fibrillation, colonic polyp, chronic obstructive pulmonary disease, congestive heart failure, coronary artery disease, diabetes mellitus, hiv infection, hyperlipidemia, hypertension, neuromuscular disorder nos, peripheral vascular disease, seizures, tuberculosis, depression, obstructive sleep apnea syndrome, rheumatoid arthritis, cerebrovascular disorder, oligomenorrhea, adnexal mass, depression, chest pain, dyspnea, interstitial lung disease, lung consolidation, pleural effusion, pulmonary embolus, chest pain, transient ischemic attack, polyp of corpus uteri, polymenorrhoea, abdominal pain, cerebrovascular disorder, irregular menstruation and sterilization. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"), 7 months 3 days after insertion of essure. In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract problem"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), urinary incontinence ("bladder incontinence"), asthenia ("no energy"), pain ("hurts all over") and mass ("mass on right side") and was found to have ovarian germ cell teratoma benign ("cystic teratoma of right ovary"). The patient was treated with meloxicam, salbutamol (albuterol) and surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one side removal of ovary). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, device dislocation, menorrhagia, vaginal haemorrhage, hypersensitivity, urinary tract disorder, headache, tooth disorder, allergy to metals, weight increased, ovarian germ cell teratoma benign, alopecia, back pain, urinary incontinence, asthenia, pain and mass outcome was unknown and the pelvic pain, female sexual dysfunction, rash, bladder disorder, migraine, dyspareunia, fatigue and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, asthenia, back pain, bladder disorder, device breakage, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, mass, menorrhagia, migraine, ovarian germ cell teratoma benign, pain, pelvic pain, perforation, rash, tooth disorder, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Approximate weight at the time of essure placement 330 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.9 kg/sqm. Pathology test - on (B)(6) 2015: normal uterus/enlarged right ovary/normal tubes and left ovary. Surgical pathology final report diagnosis: result: a. Endometrium, curettings: --interval phase endometrium with focal features suggesting endometrial polyp. --negative for atypia or malignancy preoperative and postoperative diagnosis: menorrhagia in desire for sterilization gross description: a. Labeled endometrial curettings and received is a 1.8 x 1.1 x 0.2 cm aggregate of tissue. Filtered, and all blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, headaches, abnormal vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events mass on right side, no energy and hurts all over were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.